Event description:
The manufacturer received information alleging headaches, dizzy, device has strange odor, particles in device, nose itching, coughing, very fatigue and tired related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received new and relevant additional information on 02/24/2023, patient also having eye pain.